Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken grip cable on the tall input disk 6 on the proximal end. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a clip was loaded without difficulty. The large hem-o-lok clip applier instrument was placed for use. When the surgeon went to close the clip, a popping noise was heard and there was no response from the clip applier instrument. The staff noted a broken cable on the monitor. The instrument and clip were removed otherwise intact from the field. The procedure was completed as planned. No reported known impact or patient consequence was reported.